Event description:
It was reported the philips that there is an x in the ready for use window (rfu). There were no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.